Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that a patient with an existing heart condition experienced a deterioration in health since the use of the loan device from 2018. The physician reported the s9 autoset device may be defective. No further information is available.